Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the results of the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation where a pin was confirmed to be broken in the socket. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 7 years), leading to the video connector pins becoming bent/breaking due to wear and deterioration, resulting in poor contact and no image. It is also possible that the video connector pin was bent by connecting the scope connector with a missing tip, resulting in poor contact of the pins, which prevented the image from being output. This issue is addressed in the instructions for use (IFU): "confirm that the connectors on the scope side pin connector of the videoscope cable exera ii are not damaged."

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that during preparation for use, an evis exera iii video system center was found with a pin broken in the socket. It was also reported no image was able to be obtained. As reported, there was no patient involvement or impact to patient care due to this occurrence.